Event description:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 7/28/2014 following findings: the test strip has passed testing for the alleged inaccurate issue. The reported issue could not be reproduced. Unrelated to the reported issue, the test strips were found to be miscut. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.